Event description:
Customer reports that "system became occluded and had to be replaced. Surgeon believes that air entered into the system or there is a crack in some place of the system."

Manufacturer narrative:
Codman has received the device for investigation. It is unclear at this point what the surgeon replaced. It is presumed that the catheter was changed. Upon completion of the investigation a follow up report will be filed.